Event description:
This event is now reportable based on the device analysis. Device analysis indicated stent damage. It was reported that during a coronary artery stenting procedure the physican could not cross the lesion with a taxus liberte (mr) ous - 32 x 3.00mm in the left circumflex. According to the physician "the anatomy was not tortuous and calcification was severe. Stenosis was severe and it was a progressive lesion." The procedure was not completed due to this event and the patient condition was noted as "good". There are no further details.

Manufacturer narrative:
Visual and microscopic examination of the returned device revealed distal stent damage. Some of the stent struts were misaligned and elongated. Distal stent damage is generally consistent with the device meeting some form of restriction during the insertion of the device. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. It is advised in the taxus liberte directions for use, that if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and guiding catheter should be removed as a single unit. Failure to do so and or applying excessive force during withdrawal can potentially result in device damage. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The damage found on the device is consistent with the device meeting some form of restriction during insertion. It is noted in the complaint report that the physician encountered significant resistance during the insertion of the device in a severely calcified lesion. Therefore, the most probable root cause of the complaint incident may be handling damage.